Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced high blood glucose levels. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer¿s current blood glucose level was 543 mg/dl. The caller reported the infusion set had bent cannula and the reservoir had air bubbles. The caller reported that insulin pump was not in auto mode. Caller wanted to change the settings for bolus and basal and declined troubleshooting further. The insulin pump and the reservoir will not be returned for analysis.